Event description:
A pump malfunction was reported by the caller, with malfunction code 5 displayed and no significant events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, customer technical support (cts) instructed the caller on backup therapy with multiple daily injections and advised them of the updated software on the replacement pump being sent. Additionally, instructions for returning the malfunctioning pump and handling the new pump upon receipt were provided and acknowledged by the caller.